Manufacturer narrative:
A getinge field service engineer (fse) unable to duplicate problem. Ran and passed all performance and function tests.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) will not zero. There was no patient involvement.